Manufacturer narrative:
The lead and anchor were not returned to saluda for evaluation. Review of device impedance logs identified disconnected electrodes and high impedances. The root cause of the disconnected electrodes and anchor migration could not be definitively determined. The evoke scs system clinical manual states, ¿electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording.¿ the evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and lead migration from the location chosen at initial implantation, resulting in stimulation changes. The patient may require surgery, including revision, explant, and replacement, as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke anchor implant site. Patient evaluation noted the distal end of the anchor was positioned perpendicular to the skin potentially causing the lead to kink. An impedance check identified disconnected electrodes. A revision procedure was performed and the anchor and lead were replaced.